Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose level was 118 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the display was blank less than 30 seconds and did not return. They reported that the insert battery alarm did not display on the insulin pump screen. The customer also stated that the display was blank currently and did not return after the insulin pump restart. The device will be returned for analysis.